Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. A definitive root cause cannot be established.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48mm evoque procedure in tricuspid position. It was reported that approximately one month after the procedure, the patient was admitted due to severe cardiac decompensation, characterized by dyspnea and leg edema. A transthoracic echocardiogram (tte) and computed tomography (CT) scan was performed which revealed progressive thrombosis of the prosthetic valve. The CT scan on post-operative day 38 (pod38) specifically showed hypodense deposits at the base of all three prosthetic leaflets, leading to restricted leaflet motion (halt) and increased transvalvular gradients (from 4.7 mmhg initially to 6-7 mmhg). Additionally, the CT scan identified a new, large partial mural thrombus measuring approximately 30x22 mm in the right atrium/right atrial appendage, which was found to be encasing a coronary sinus electrode. The patient was managed symptomatically with intravenous furosemide and initiated on an aggressive anticoagulation regimen using marcumar, with a target inr of 3.5-4. Following this treatment, the patient's dyspnea and peripheral edema improved.